Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, pain, numbness, fistula, abscess (2023_2977 and 2023_2978 are same patient).